Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the reason for call was pt said their ins was for their leg and starting about a month ago or more in december, a lot of the time they could not adjust therapy up and down because they got settings not available. Pt noted when they were sent a new controller it was stuck on one current (agent understood current meant therapy intensity setting). The patient was redirected to their healthcare provider to further address the issue. Additional information from the rep indicated that there was an elevated impedance on one electrode, causing the settings not available message. Reprogramming appt on (B)(6) 2025 was successful and patient currently receiving adequate therapy. Issue was resolved.